Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be determined based on the information available. Shockwave became aware of two events reported to maude (mw5153003) by the patient. Two separate mdrs will be submitted for this maude report (MFR#3015053858-2024-00034. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Shockwave became aware of two events reported by the patient to maude via medwatch #mw5153003 for an event that occurred in india. A shockwave coronary c2 intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). The ivl balloon delivered 30 pulses inside a pre-existing stent. Upon removal of the ivl catheter, it became stuck in the vessel. The ivl catheter became detached, and the physician encountered difficulties in removing the detached component. The physician inserted an impella ventricular assist device. However, the patient's cardiac output decreased. During this time, the patient started exhibiting symptoms that required being transferred to the operating room (or). The patient underwent thoracotomy to retrieve the detached portion of the ivl catheter and a coronary artery bypass graft (CABG) was also performed. It was reported that the lad was dissected due to the manipulation of the catheter to remove it. The current patient status is unknown.